Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming any alarms for both displays. Biomedical engineer states that this all tied to one cns. No patient(s) were harmed when this occured.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming any alarms for both displays. Biomedical engineer states that this all tied to one cns. No patient(s) were harmed when this occured. More information received from biomedical engineer that the issue has been resolved, they reported the audio cable had been plugged into the incorrect location and that is why it was not sounding. The biomedical engineer stated that the table the device sits on can move up and down for staff comfort when monitoring patients and this causes the audio cable in the back to disconnect. When staff attempts to plug in the cable back in, the staff sometimes put it in the wrong port. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)